Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the final investigation. The device was culture tested positive by the customer. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. After the replacement of contaminated components, the device tested negative. Customer provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu (colony forming unit): 75 cfu, bacterial identification: micrococcaceae. Olympus provided the following results of the culture tests, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu (colony forming unit): 2 cfu, bacterial identification: pseudomonadaceae. Sampling date: (B)(6) 2025, sampling from: distal end, cfu (colony forming unit): 3 cfu, bacterial identification: pseudomonadaceae. Sampling date: (B)(6) 2025, sampling from: total channel, cfu (colony forming unit): 5 cfu, bacterial identification: revivable microorganisms. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu (colony forming unit): 1 cfu, bacterial identification: bacteria gram positive. Sampling date: (B)(6) 2025, sampling from: air channel, cfu (colony forming unit): 2 cfu, bacterial identification: molecular phenotypic methods - internal method. Sampling date: (B)(6) 2025, sampling from: water channel, cfu (colony forming unit): 5 cfu, bacterial identification: pseudomonadaceae. Sampling date: (B)(6) 2025, sampling from: distal end, cfu (colony forming unit): 1 cfu, bacterial identification: bacillaceae. Sampling date: (B)(6) 2025, sampling from: total channel, cfu (colony forming unit): 9 cfu, bacterial identification: revivable microorganisms. Sampling date: (B)(6) 2025, sampling from: air channel, cfu (colony forming unit): 3 cfu, bacterial identification: bacillaceae. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: water channel, cfu (colony forming unit): 1 cfu, bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025, sampling from: distal extremity with erector, cfu (colony forming unit): 10 cfu, bacterial identification: pseudomonadaceae. Sampling date: (B)(6) 2025, sampling from: total channel, cfu (colony forming unit): 14 cfu, bacterial identification: revivable microorganisms. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: erector channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: total channel, cfu (colony forming unit): <1 cfu, bacterial identification: n/a. Based on the results of the investigation and provided data, there is likely a correlation between the actual product status and the cause of contamination. In general, device damage can be a source of microorganisms. Without cds (cleaning, disinfecting, and sterilization process) information from the customer, we cannot correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU (instructions for use) with product status. After channel replacement and additional olympus hmi (july), the results were negative. The following is included in the device IFU: after using this instrument, reprocess and store it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. The medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment,[¿]s. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.